Event description:
It was reported that the patient was in the hospital for their atrial flutter when they received an inappropriate shock due to supraventricular tachycardia. The patient was then found on the floor and it is unknown if this had occurred before or after their shock. The patient had coded and required intubation. The system was reprogrammed to primary vector and has passed all testing. No additional adverse events were reported.